Event description:
Based on personal communication from a work colleague, the patient had axial back pain and had MRI and x-ray imaging. The images showed migration of the mesh marker out of the disc space and compression of the nerve root due to a reherniation. The patient has only had imaging performed and has not yet had a follow-up visit with the surgeon.

Manufacturer narrative:
Based on the description of the issue and the images shared, the patient appears to have reherniated and the barrier (seal) portion of the device migrated with the herniated material. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.